Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi)for evaluation. Failure analysis investigation was able to replicate the failure reported in the field. The psm failed the in-house weight brake drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. No patient involvement occurred, however if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance of a da vinci surgical system, the patient side manipulator (psm) failed the weighted brake test. The psm was replaced. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.